Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. A review of production information, complaint history, and servicing was performed and did not reveal any potential contributing factors to the complaint. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Initially reported by a non-health care professional who experienced chemical burns to the cornea immediately upon use and was unable to see clearly for several days. The consumer required emergency care for two times, and upon follow up with ophthalmologist consumer was diagnosed as bilateral eye irritation. Consumer was prescribed with conjunctival injection, dexamethasone, fluorescein, diphenhydramine, oxycodone hydrochloride, alcaine. The use of the product was discontinued. The current status of the consumer's eye was unknown at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).